Manufacturer narrative:
(B)(4). (B)(6). Investigation result of needle protruding through the outer sheath. Visual evaluation of the returned device found that the needle was stuck behind the hub and had penetrated through the outer sheath at the proximal end of the distal stop. The reported event of needle would not extend was confirmed. Forcible attempt to extend the needle while the needle was stuck behind the needle stop would cause the needle to penetrate through the outer sheath. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an excelon needle was used in the lungs during a transbronchial biopsy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the needle would not extent out of the sheath after puncturing the lymph node. Reportedly, the biopsy samples could not be expel. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. The investigation found that the needle had punctured through the sheath. This is now deemed an MDR reportable event.